Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was hospitalized due to high blood glucose and diabetic ketoacidosis because of bent cannula. Her blood glucose when she was admitted into the hospital was 400 mg/dl. The cause of hospitalization as per the health care professional was diabetic ketoacidosis and high blood glucose. She was hospitalized four times in the past six weeks and two of the trips resulted in hospitalization for two days at the most. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.